Event description:
Reporter indicated that patient was hospitalized in 09/02 for treatment of infection at generator site. A 14-day course of antibiotics was started. The physician reported that the infection was not related to the device, but that the pt had picked at the incision site and drooled on it. In 10/02, a debridement and washing of the generator site was performed. The wound reportedly looked much better following the procedure and the surgeon decided not to explant the device. The wound had good granulation tissue and had not pus inside the pocket. The physician continued the patient on high dose antibiotic and left a small opening in the wound to allow for drainage. The infection worsened and both the lead and generator were explanted. The patient's family member reported that the patient never picked at the operative sites nor had any problem with droolling. The family member also reported that the patient responded well to a course of zyvox following the explant. The family member added that the patient is back at the group home and in school. Re-implant is planned in a couple of months. The patient has reportedly benefited from the vns therapy.